Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customers blood glucose was 212 mg/dl. A replacement transmitter was sent out to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.